Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: drive unit failure;heartmate xve, power limit advisories, periodic stops.specific component(s) involved: pump drive unit malfunction;heartmate xve.causative or contributing factor: no specific contributing cause identified;intervention(s): switch from vented electric to pneumatic-mode; removal of hm xve, replaced with hm ii.type: lvad.